Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: analysis was performed on the returned device. The reported suture detachment was confirmed as a link detachment. The investigation determined the reported difficulty appears to be related to an interaction with patient anatomy and the subsequent treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no product quality issue identified with this device based on the information reviewed at this time. The other three proglide devices are filed under separate manufacturing report numbers.

Event description:
It was reported that an arteriotomy closure of the calcified right common femoral artery was attempted using a proglide device with a 6f sheath after an interventional peripheral vascular procedure. Reportedly, a suture break occurred when the plunger was removed. Three other proglide were used with the same result. Manual arterial compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.